Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that his one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 172 mg/dl and 121 mg/dl with a lifescan meter, performed between 11 and 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl; however the customer service rep discovered through troubleshooting that the test strips were damaged. The pt neither alleged harm nor experienced injury or medical intervention. Based on the condition of the test strips, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.